Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that none of the devices (2.5 x 12 mm mini vision, 2.25 x 15 mm mini vision, 2.5 x 18 m xience and the 2.5 x 12 mm xience) would not cross the heavily calcified lesion; however, a 2.25 x 8 mm mini vision did cross to treat a dissection which occurred during the procedure. It is unk when the dissection occurred or which device may have contributed to the dissection. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number. The two multi-link mini vision rx coronary stent systems are being filed under MFR# 2024168-2008-01167. Results and conclusion summation - dissection is listed in the IFU and risk assessment as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique and device size selection. It appears the failure to cross the lesion is related to the reported heavily calcified lesion and not a product quality issue.